Event description:
Customer reported a patient fall due to a faulty bed sensor pad part 8283 sn (B)(6). Alarm was verified to not be the affected item, however the customer is requesting evaluation as well.

Manufacturer narrative:
Product was not returned for evaluation, therefore, this report is based solely on the information provided by the customer. Review of the affected lot number (6021t369) showed that the sensors passed all product verification testing and met specifications when shipped. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).